Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_cath, lot# serial# unknown, product type: catheter. (B)(4).

Event description:
Information was received from a physician regarding an unknown patient receiving intrathecal baclofen via an implanted pump. On an unreported date, the patient experienced a pocket infection and subsequently had the pump explanted. As of (B)(6) 2015, the patient was currently in withdrawal and awaiting pump replacement. The physician was seeking guideline information regarding managing the withdrawal and timeline for re-implanting a pump after an infection. Diagnostic testing, interventions, patient information, drug information and patient outcome were not reported. Additional information has been requested, but was not available as of the date of this report.